Event description:
It was reported the pt was experiencing pain on his side, and felt the lead had migrated and was poking his side. Per the physician, the lead may be causing nerve irritation. X-rays were taken and surgical intervention may take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.